Event description:
It was reported that the right ventricular lead had high impedance and high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal segment was returned, analyzed, and no anomalies were found. It was noted that the distal conductor was pulled/stretched/overstressed, there was blood in the distal and proximal conductors (not obstructed), the inner insulation was breached and pulled/stretched/overstressed, the outer insulation had a cosmetic cut, the outer insulation had cosmetic environmental stress cracking, the outer insulation had cosmetic metal ion oxidation, and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.